Event description:
The customer reported that the screen occasionally has no images. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the problem may be a broken wire in the cable. He tested cables and found the sys operates as intended.